Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s device exhibited intermittent undersensing of ventricular tachycardia(vt) / ventricular fibrillation(vf) causing occasional dropouts and longer to detect vt/vf. Programming changes were made. Patient was stable before, during, and after programming changes.